Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16442483. The devices are not available for return; therefore, a technical product analysis of the devices could not be completed.

Event description:
It was reported that the patient felt stronger stimulation in the legs when stimulation coverage at the back was obtained. It was noted that the patients leads had migrated and also exhibited high impedances. The patient underwent a revision procedure wherein the leads were replaced and the patient was doing well postoperatively. The leads were not returned.